Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The endoscopic controller (ec) was analyzed and upon visual inspection, no issues were found that would be related to the reported failure. However, it was confirmed that errors occurred in the field. The unit was installed and tested into a golden system where the component functioned as expected. In the system error log, error 48406 was replicated. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause was attributed to dual camera interface board (dcib).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced endoscopic controller (ec) to resolve the issue. The system was verified and ready to use. Isi has received the ec for evaluation. However, the failure analysis has not been completed yet.

Event description:
It was reported that during a da vinci-assisted surgical procedure, repeated non-recoverable error 48406 occurred on endoscope controller (ec). Intuitive surgical, inc. (Isi) clinical sales representative (csr) received phone assistance from isi technical support engineer (tse). Site replaced the endoscope, but the issue was not resolved. Csr had site perform hard power cycle of the ec and then restart the system, but error 319 occurred. Therefore, the site elected to convert the procedure to laparoscopic surgery. There was no reported injury.